Event description:
On (B)(6) 2025, a patient underwent a dialysis procedure using the glidepath hemodialysis catheter. During the procedure, it was observed that the extension tubing had emulsified. There was no reported patient injury

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is completed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis procedure using the glidepath hemodialysis catheter. Post catheter was placed, it was observed that the extension tubing had emulsified. The procedure was completed using a new device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided and reviewed. The first photo shows native language label in which product details mentioned and verified. The second photo shows the partial view of glidepath catheter was placed on the patient body in which opacification was noted on the extension legs. Therefore, the investigation is confirmed for the reported emulsified extension tubing issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.